Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx4310mlc was removed de to insufficient primary stability on the day of implantation. The patient has no significant medical history and has been recovered without complications.